Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. The patient had a medical history of cystoscopy, hemorrhoidectomy, colonoscopy, dyschezia, rectal bleeding, hemorrhoids, nabothian cyst, polypectomy, parity 4, multi gravida, abnormal uterine bleeding, paratubal cyst and endometrial hyperplasia. Previously administered products included: ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3417 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022 as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis : 1. Nabothian cysts, cervix, total laparoscopic hysterectomy and bilateral salpingectomy. 2. Complex endometrial hyperplasia with atypia . 3. Fimbriated fallopian tube with paratubal cyst, right fallopian tube. 4. Fimbriated fallopian tube with no significant pathologic features, left fallopian tube. Gross description: . Right fallopian tube measures 10 cm in length, 1.2 cm in diameter and it has slightly blunted fimbriae with paratubal cyst measuring 5 x 3 x 2 cm, attached to the fimbriated end. Left fallopian tube measures 9 .5 cm in length, 1.1 cm in diameter and it has slightly blunted fimbriae. [Ultrasound pelvis] on 26-apr-2022: approximately 1.5 to 2.3 cm poorly marginated slightly heterogeneous area in the posterior uterine body. Differential diagnosis: normal variant parenchymal pattern due to the uterine position, poorly marginated leiomyoma, adenomyoma. 2. An approximately 2.5 to 5 cm fluid collection or cyst demonstrating a single internal septation is seen in the right pelvis adjacent to the right ovary. The major differential diagnostic considerations include a developing peritoneal inclusion cyst, borderline complex parovarian cyst, or partially loculated fluid collection. 3. An incidental approximately 2-3 mm nonshadowing echogenic focus is seen in the right ovary which may represent a focal area of scarring or calcification, hemorrhagic cyst, or fat containing finding such as a very small dermoid or teratoma quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.